Manufacturer narrative:
It was reported that they opened a major pack this morning and counted 9 lap sponges. There should have been 10 in the count. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
They opened a major pack this morning and counted 9 lap sponges. There should have been 10 in the count.